Event description:
Per physician: "the patient returns to the office over a year following placement of a stimulator. She has had movement at the battery site. She is having difficulty charging it. She was evaluated by the advanced bionics rep. They felt that it has turned." The operative note indicates that the stimulator had not turned, and was felt to be malfunctioning.